Event description:
Reporter indicated a vns pt developed an infection at the generator site ten days after undergoing generator revision surgery. It was stated that there were no issues with the generator. The generator was explanted and returned to the MFR for analysis. It is unk if the pt will be re-implanted. A review of the product's mfg records indicate the device was sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.